Event description:
It was reported that the battery exhibited power switching which was associated with an unexpected loss of power to the controller. It was stated that "while exchanging a battery the controller switched off and restarted automatically". The battery was replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: brand name: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2020 / serial #: (B)(4), UDI #: (B)(4)concomitant medical products : no device evaluated by MFR: no, device evaluation anticipated, but not yet begun , mfg date: 01-nov-2019 labeled for single use: no, patient ime code(s): e2403 , imf code(s): f26 , img code(s): g02002 , FDA device code(s): a , FDA results code(s): c21,FDA conclusion code(s): d16. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion product event summary: the controller ((B)(6)) was not returned for evaluation. The battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving (B)(6). Review of the event log file revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 23:09:21. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 88% rsoc and that (B)(6) was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that(B)(6) was connected to power port and an active adapter was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for ten seconds. As a result, the reported premature power switching and loss of power event was confirmed. A power source lubrication procedure had been performed on bat814169 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial #:(B)(6) d10: yes, return date: 14-feb-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.